Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that when the battery does die, and tried 3 different batteries and none of battery is not working. Customer was trying to put a battery into the pump battery was going low. Customer reports display is blank. Customer stated that the display was not blank less than 30 seconds. Customer stated that display is blank currently. The insulin pump will not be returned for analysis.